Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end with ccd module/us probe. In addition, our technician confirmed that the remote control buttons perforated, the lcb distal cover glass cracked, the remote control buttons leak, the operation channel (primary) cut, the us probe cut, the objective lens scratched, the distal body worn out, the warning/caution label worn out, the suction channel kink, and the us probe eus image no scanline; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).